Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported cracked distal tip cover issue could not be determined, however, the issue was likely the result of irregular loads/stress applied to the tip during user handling/mishandling. The event may be detected/prevented by following the instructions for use which states: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection evis exera ii tjf type q180v operation manual _important information ¿ please read before use_ warnings and cautions :do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. In addition to distal cover was cracked, additional evaluation findings are as follows: plastic distal end cover insulation failed, angulation section rubber was worn out and scratched, objective lens was scratched, light guide lens scratched, image was dark, suction cylinder was worn out, insertion tube scratched, insertion tube had folds in cm, insertion tube insulation failed, light guide tube protector was scratched, angulation was out of range, control knob had play, right/left stopper had play, elevation system was out of range, grip was scratched, buttons rubber scratched, control unit scratched and dented, universal tube scratched and crushed, and light connector scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the duodenovideoscope distal cover was scratched, stained, dented, and cracked. The unspecified procedure was diagnostic in nature. There were no reports of patient harm.